Event description:
A customer reported experiencing multiple intermittent occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. The case was closed by technical support as no further assistance was necessary.